Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited undersensing resulting in delated therapy and the patient passed out. Technical services (ts) recommended programming changes. This device remains in service. No additional adverse patient effects were reported.